Event description:
On (B)(6), 2012, the lay user/patient's wife contacted lifescan (lfs) alleging the patient was unable to check his blood glucose with his onetouch ultra2 meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged issue began on (B)(6), 2012, sometime in the afternoon (exact time unknown). The patient reportedly manages his diabetes with unknown type/dose of oral medication and diet and exercise and she denied that he made any changes to his usual diabetes management routine as a result of the alleged issue. At an unknown time that afternoon after the alleged issue occurred, the patient reportedly developed symptoms of "shaking and sweating." He reportedly self-treated with food/drink that same afternoon. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used however, they were expired. Based on the meter's use and age of the battery, a replacement battery was not yet due. The issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.